Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be failure of the stand control module due to damage. Log file analysis showed no joy_dmr signal indicating the joystick on the scm was defective. The returned scm (stand control module) investigation showed mechanical damage in which a crack was clearly visible. Additionally, the log files analysis showed that there was no joy_dmg signal after 13:05:39 of the event day. The absence of joy_dmg signal indicates that the joystick dmg on scm was defective, in which case c-arm movements were not possible. The stand control module was replaced by a siemens service engineer and the system was returned to full functionality. No further corrective action will be performed at this time as no systematic issue has been identified.

Manufacturer narrative:
Exemption number e2017015. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis one system. During an interventional procedure, the user reported that the procedure was interrupted because no system movements were possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.